Event description:
Per the clinic, the patient developed meningitis post implantation (specific date not reported). The following additional information was received regarding the episodes of meningitis: - the patient is reported to have an etiology of deafness of common cavity cochlear malfunction. There were no reported basillar skull fracture nor craniofacial malformations. - the patient does not have a history of immunosuppressive conditions. - reported that there was a previous history of pre-implant meningitis (specific date not reported). - a csf leak occurred intraoperatively. - the patient did receive pre-implant immunizations (specific vaccines not reported). - the current meningitis episodes did not occur within 30 days of a neurologic procedure. No vp shunts or lumbar drains were utilized at the onset of meningitis. - prior to meningitis, there were no signs of inflammation, fluid in the inner ear, middle ear or mastoid cavity. - the patient did not have an upper respiratory infection or otitis media prior to meningitis. - no organism was cultured. - perioperative antibiotics were administered (type and administration not reported). - there was reported leak/usher at surgery. No further information on how was it managed. - fascia was used to pack the cochleostomy. The treatment to clean the infection was successful. The implanted device remains. There are no plans to re-implant the patient with a new device as of the date of this report.